Manufacturer narrative:
Event summary: it was reported that the patient was implanted with a total hip prosthesis on (B)(6) 2019 and revised on (B)(6) 2019 due to two dislocations. Review of received data medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: findings: primary op notes dated (B)(6) 2019 were reviewed and no complications were noted (B)(6) 2019; follow up 2 dislocation episodes while sitting in the past couple weeks, x-ray review good prosthesis alignment without evidence of loosening, previous CT scan shows anterior superior dislocation, revision planned. Revision op notes dated (B)(6) 2019 were reviewed and identified revision of head, liner, and stem due to instability. Hematoma encountered consistent with previous surgery and dislocations, unable to recreate instability head easily removed, surgeon decided to remove the stem for unknown reasons and easily removed. Acetabular shell well fixed, in good position, and left in place. Pseudocapsule noted and removed. Head, liner, and stem exchanged without complication. The images for x-ray not sent to mmi as the complications and issues are reported in the medical records. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation this device is intended for treatment. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. 2. Conclusion summary it was reported that the patient was implanted with a total hip prosthesis on (B)(6) 2019 and revised on (B)(6) 2019 due to two dislocations. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Possible root causes for a dislocation include wrong head offset choice, inadequate assembling procedure, high patient "activity", inadequate information during patients counseling by surgeon leading to premature failure caused by patient behaviour, patient disregarding the limits of the device or joint laxity. Based on the available information, an exact root cause for the dislocations could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Medical devices: g7 neutral e1 liner 36 mm f, catalog no# 010000858 ; lot no# 6455464, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 standard offset, catalog no# 00771101000; lot no# 64145131. Concomitant medical products - therapy date: (B)(6) 2019. The manufacturer received x-rays for review and other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on left side and underwent revision due to two dislocations.